Event description:
The pt underwent cataract surgery with implantation of the crystalens. After the lens was implanted, the physician "did not like the way it laid so the lens was removed". The lens was replaced with a different lens model. It is not clear whether this was an operative event or a postoperative event. Add'l info has been requested from the physician. The event is being reported on the basis of unk cause.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.